Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window. No damage to belt clip rails noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the reservoir was not locking in place. The customer¿s blood glucose level was 10.3 mmol/l at the time of incident. It was reported that the top of the reservoir compartment was coming out and the insulin pump was not delivering properly. The insulin pump will not be returned for analysis.